Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was 30 mg/dl at the time of incident and the current blood glucose of the patient was 513 mg/dl. Customer treated with glucose tablets. Customer states drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital. Customer report customer does not allege pump was over delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.